Event description:
It was reported that the patient presented to the emergency room experiencing dizziness and lightheadedness. The right ventricular lead exhibited noise and an insulation anomaly was suspected. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.